Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent spinal internal fixation, decompression and fusion surgeries due to lumbar canal stenosis. Intra-op, the set screw slipped when it was implanted inside the patient. The doctor removed it and replaced with a new standard set screw. No patient complications were reported as a result of this event.